Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator was inoperable. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator was inoperable. Onsite service was requested. A field service engineer (fse) evaluated the device and reported that the device displayed the following error codes 1007, 106, 1107, 1110, 110e, 110f, 1113, 1127. Based off the multiple error codes reported, the issue is considered a spi (serial peripheral interface) bus failure. The fse also observed the gas delivery system (gds) information was not present on the screen, while in service mode. A check was performed to ensure that all the connections were properly connected between the data acquisition (da) printed circuit board assembly (pcba), motor control (mc) pcba, and power management (pm) pcba. The fse reported that the device still powered on with the vent inoperative code 1007. The fse then attempted to disconnect, and reconnect the da pcba to mc pcba cable, and the device was able to power on in normal ventilation mode. The fse determined the cable had a short, and the issue was intermittent. The fse noted that the recommended repair per the service manual, was to replace the da pcba to mc pcba cable, da pcba, mc pcba, pm pcba. This investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the service engineer (se), and it was reported that data acquisition (da) board, motor control (mc) board, and da to mc printed circuit board assembly (pcba) cable was replaced. The issue was resolved, and the device was returned to clinical use.